Event description:
Our rep reports that during an arthroscopic knee repair, a portion of the distal end of an "obturator" broke off into the pt's joint space. X-ray was employed to locate and easily remove the fragment from the joint space. The procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.